Event description:
The patient had cardiac surgery and was unresponsive afterward. A computerized tomography scan was ordered. A neurology consultation was ordered. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.